Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the coblator ii controller, the controller would not provide power to the wand. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.